Event description:
Metal particles apparently came off shaver blade and had to be removed for open surgical site.

Manufacturer narrative:
Conclusions - possible excessive lateral force applied in use.